Manufacturer narrative:
Exemption number e2016018 event 2: b. Braun medical inc. (Bbmi) (importer) is submitting the report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun medical internal report number (B)(4). Received 2 used (contaminated with blood) capillary hub of introcan safety 20g, without packaging. Attached with the returned samples are extension sets which were connected to the capillary hub. Cannula hub and protective cap were not returned for investigation. Visually inspected and simulation testing was performed on the returned samples, and based on the testing results, the reported defect was not confirmed. The broken capillary defect most likely appears not to be caused by any manufacturing process as the defect is able to be detected by the in-line vision system. Damages induced after assembly process is not possible since the catheter had been protected with the protective cap. The simulation reinsertion testing did not confirm any similar defect as reported. The complaint sample have a clean cut at the capillary area. The defect on the complaint sample is believed to be occurred after the cannulation process due to mishandling. Note: customer reported article no. 4251628-02 - introcan safety pur 22g, 0.9x25mm-us with unknown batch, however samples received were a g20. Device history record (DHR) :- complaint received with an unknown batch, and bbmus provided sales data related to the customer for at least one year of the possible batches and the batches are as follows: 15h11g8302 15h13g8316 15h18g8394 15h20g8302 15k01g8302 15k07g8391 15k12g8391 15k13g8304 15k27g8315 15k29g8302 15l09g8319 15l10g8316 15l13g8296 15l17g8272 15l19g8271 15m03g8394 15m04g8394 15m06g8391 15m15g8304 15m17g8302 15m18g8392 15m18g8392 15m19g8316 15n04g8392 15n06g8306 15n08g8317 15n11g8301 15n13g8393 15n26g8393 15n30g8318 15n31g8315 16a02g8316 16a07g8317 16a25g8317 16b06g8316 16b13g8393 16b15g8319 16b18g8303 16c01g8318 16c02g8316 16c03g8304 16c04g8394 16c28g8394 16c30g8395 16c31g8392 16d02g8307 16e03g8362 16e05g8304 16e08g8303 16e31g8396 16f16g8306 16f17g8317 16f17g8318 16f23g8301 16g01g8305 16g02g8396 16g30g8394 16h06g8315 16h07g8317 16h10g8304 16h14g8317 these possible batches were reviewed and no abnormalities found during in process and final control inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number. If additional pertinent information becomes available, a follow up report will be submitted.

Manufacturer narrative:
Exemption number e2016018 b. Braun medical inc. (Bbmi) (importer) is submitting the report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 2: IV catheter broke off in the patient. No IV solution was infusing at the time of the break. The surgeon was unable to locate the broken end with an ultrasound. After surgeon/patient discussion, it was decided to do no further intervention to locate the catheter.